Event description:
Following a stimulation trial, the patient experienced exacerbated right sided pain. The patient was admitted to the hospital and administered dilaudid. The patient recovered without sequela.